Manufacturer narrative:
Physio-control downloaded and evaluated the device's electronic records and observed that the date of the event is (B)(6) 2019 as originally reported. B3 has been updated accordingly.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no additional information has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no additional information has been received.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records which showed the device unexpectedly lost power 3 times. Each time, the 12lead button was pressed prior to each loss of power. The cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the battery pins as a preventive maintenance. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no additional information has been received.